Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure the device lost the tissue pad as they just removed it from packaging. Another device like device was used to start the case. No patient consequences.